Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02889.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-02889. It was reported the patient was receiving unwanted abdominal stimulation. It was also reported the patient had suffered a hard fall and stimulation was lost. The patient underwent surgical intervention where her entire scs system was removed and replaced with a new one. The patient is now receiving effective stimulation.